Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address chronic dislocation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this complaint closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient was revised to address chronic dislocation. Doi: approx 2-2.5 years ago. Dor: 6(B)(6) 2013. Update (B)(6) 2013 - patient's medical records were received. There is no new information that would change the existing MDR decision. The patient's primary operative records were incomplete and follow-up has been conducted to obtain complete primary operative records. If additional information is received the complaint will be updated at that time. Doi: (B)(6) 2010. Dob: (B)(6). The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a; rev. D. Medical records were obtained. From a medical perspective, based on the information made available, it cannot be determined if the complaint is product related. All total joint arthroplasty has a risk of failure due to an unknown combination of factors including patient factors, surgical process and technique. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.